Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that far field r waves were seen during interrogation. Programming to adjust for the oversensing was completed during the office visit. The lead remains in use. No patient complications were reported as a result of this event.